Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a blood glucose level of 193 mg/dl and delivered a 9.3 units bolus. Reportedly, the customer believed this was too much insulin and stated that their correction factor was 1:20 (unit:mg/dl). The customer's blood glucose level lowered to 63 mg/dl and it was addressed with sugar tabs/food. During troubleshooting with tandem's technical support, it was confirmed that the customer was using the time segment with 1:10 (unit:mg/dl). Recommendation was made for the customer to discuss the setting with their healthcare provider.